Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, the facility reported that they have had several reliance xk catheters in the last 2 months come back to them with a broken clamp after it had been placed in the patient. The clamps were broken on the back of the clamp. No harm to the patient.